Event description:
It was reported, the impedance measurement was low on the high voltage portion of the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2006 (B)(6). (B)(4).